Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their g5 application displayed "bluetooth is off" 18 times that day. No additional event or patient information is available.